Event description:
It was reported that at follow-up the device was found in bvvi. Episodes of noise was observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of device in backup vvi mode was confirmed in the laboratory and was due to a power-on reset. The power-on reset was caused by very erratic, non-cardiac signals. It was believed that the root cause was lead anomaly or connection issue.